Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the doctors from vietnam did not like to use the asico injector system with the cc4204a collamer single piece lens, as it was not as smooth as they would like. The reporter indicated this was general feedback on the doctors preference for injector systems and no more information was provided.